Event description:
During a robotic radical prostatectomy on (B)(6) 2023, the surgeon reported the robotic maryland bipolar forceps did not allow him full range of motion while manipulating at the console. The instrument was removed from field and replaced with another maryland bipolar and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.